Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to confirm any problems with the tractor, nor could the tm find any errors in the log file for this system for the date and time of the reported event. The tm successfully completed the system verification. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: surgery completed without tracking. Malfunction: loss of tracking. A user facility reported the eye tracker would not work while treating the last pt of the day. The treatment was completed without using the eyetracker. The surgeon indicated that the pt did not suffer any harm or injury to either eye, as a result of this reported event.